Event description:
On or about (B)(6) 2022, patient underwent placement of an angiodynamics xcela product, reference number (B)(4), lot number 150475000. The device was implanted (B)(6) by dr. (B)(6), md for chemotherapy administration. On or about (B)(6) 2023, patient presented to (B)(6) with pain and was diagnosed with an acute embolism and thrombosis of the right subclavian vein and right internal jugular vein. His physician determined the source of the acute embolism and thrombosis was the xcela port and required removal. On or about (B)(6) 2023, patient's port was removed by dr. (B)(6), md (B)(6).

Manufacturer narrative:
Without returned product, the manufacturer could not conduct product investigation, therefore it is not possible to confirm the reported defect "pain, embolism, thrombosis". Documentary review showed no deviation. The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).